Event description:
Patient has been monitored for hcg levels for a number of months. The results have hovered around 30 mlu/ml. A d&c was performed and methotrexate given. Following procedures human chorionic gonadotropin results were still ar0und 30 whereas on a dade system, the result was less than 5 mlu/ml.